Event description:
It was reported that the pt sustained a major hit to his head near the implant site after falling from a bicycle. Testing of the device showed many open electrodes. The pt's device was explanted. The pt was reimplanted with another advanced bionics device.